Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a pd catheter. The peritoneal dialysis registered nurse (pdrn) stated that the patient was diagnosed and hospitalized on (B)(6) 2012 for peritonitis. The nurse states the cause of the peritonitis was a hole in the pd catheter. The cassette and transferred set not a covidien product were changed during a clinic visit on and in (B)(4) 2012. During that visit, no hole in the pd catheter was found. The patient was prescribed antibiotics; however, the patient did not pick up the antibiotics as instructed. On (B)(6) 2012, the patient was diagnosed with peritonitis, manifested by abdominal pain and was hospitalized. The peritoneal effluent culture was positive for staphylococcus aureus. The nurse reports the cause of the peritonitis was "skin contamination". On (B)(6) 2012, the nurse stated that there was no touch contamination or exit site infection. She also stated that due to the patient's allergies, the patient could not be given prophylactic antibiotics ip at the clinic as was their normal practice. The nurse stated the cause of the peritonitis was the hole in the catheter and noncompliance with prophylactic antibiotic therapy. The patient has recovered from this peritonitis event.